Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer sometimes freezes when checking a device. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. No software corruption was found. Analysis found the screen was distorted when first turned on. Tapping on the screen caused it to clear. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.